Manufacturer narrative:
This report is submitted on august 31, 2018.

Event description:
Per the clinic, the patient experienced a performance decrement and subsequently the device was explanted on (B)(6) 2018 under anesthesia. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on november 20, 2018.